Event description:
During preparation, for a therapeutic urological procedure, the distal coil on this stent detached. The procedure was completed successfully with another stent, with no pt complications